Manufacturer narrative:
(B)(4).should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured between june 25, 2009 and june 26, 2009. The sample was not returned for evaluation, therefore, the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a missing top cap. This was noted before use. There was no patient involvement. No additional information is available. This is report 3 of 7 involved in this event.